Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. The local representative reported that a lead safety switch (lss) for rv pacing impedance of greater than 2000 ohms had occurred. The patient had been experiencing chest pain and underwent a heart catheterization procedure which was negative. The shock portion of the rv defibrillation lead had been surgically capped at the time of the device replacement procedure in (B)(6) 2014 (model#h210 replaced with model#v173). The automatic pacing thresholds and sensing (in both unipolar and bipolar) were 1.5 volts and 25 mv respectively. The diagnostic lead measurements have been stable. Ts discussed splitting the configuration to unipolar for pacing and bipolar for sensing. The physician should check for pocket stimulation. Additionally, the physician should monitor the performance of the lead closely to make sure the threshold and sensing remain stable with no electrogram noise. The local representative was planning to discuss this further with the physician. Boston scientific received information that the local representative did discuss this event with the physician. A chest x-ray was suggested to check the electrode position. No patient complications were noted.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) in (B)(6) 2017. The fcr reported that the rv impedance was greater than 2000 ohms. A chest x-ray was obtained. Device assessment identified electrogram noise with patient isometrics and had caused a lead safety switch (lss) to unipolar. Sensing was left in unipolar and pacing was left in bipolar configuration. Rv sensing is greater than 25 mv. Rv pacing thresholds in unipolar is 1.5 volts at 0.4ms. In bipolar configuration, the rv pacing is 1.6 volts at 0.4 ms. The fcr asked if sensitivity should be decreased. Boston scientific received information from the fcr that the physician obtained a chest x-ray of the patient. According to the physician no issues were identified. There were no patient complication or injury reported.

Event description:
Boston scientific received information that two field representatives contacted boston scientific's technical services in (B)(6) 2017. The field representatives reported that this chronic right ventricular (rv) defibrillation lead was exhibiting high rv pacing impedance measurements greater than 2000 ohms in both unipolar and bipolar. The original rv pacing impedance at the time of the implant procedure was 934 ohms. The out-of-range rv pacing impedances had been occurring over the past several months. At the time of the device replacement procedure, the rv pacing impedance was 1600 ohms. The current rv pacing thresholds are 1.7 volts at 0.4 ms. There has been no recorded episodes with electrogram noise and rv sensing is adequate. Ts discussed the possibility of a make/break fracture. The technical service's consultant was informed that the patient has been scheduled for a lead revision procedure. The patient was presented back to the electrophysiology (ep) laboratory. The chronic rv defibrillation lead's pace/sense terminal pin was surgically capped and the shock portion of the rv defibrillation lead remains in-service. A separate rv pace/sense pacemaker lead was implanted. There were no patient adverse effects as a result of the revision procedure.